Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented at the hospital due to a potential cerebrovascular accident (cva) event. A remote monitor report from the patients diagnostic implantable cardiac monitor (icm) revealed undersensing on stored egm for bradycardia detection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.